Event description:
It was reported that device interrogation revealed atrial undersensing. The atrial lead was capped and replaced. It was further reported that there were high ventricular lead thresholds. This lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5826 ipg implanted: unknown.